Event description:
A 18g nexiva IV catheter was placed in the left lower arm for surgery. Once inserted and the needle was pulled out, the port did not close properly and blood continually leaked out of the port end. Therefore, the nexiva had to be removed and another nexiva placed in for preparation for surgery. 18 ga bd nexiva, lot#: 3069589, manufactured: 3-1-2023.